Event description:
This lead was returned without documentation from boston scientific. The serial number on this lead is not readable. It is unknown why this lead was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The manufacturer was able to provide us with the model name and number. Pro code and PMA codes were added. We are unable to provide the manufacture date since the serial number is unknown. Upon receipt, the lead under complaint was found cut approx. 7.5 cm distal to the is-1connector pin. Both lead fragments were returned and subjected to an extensive analysis. The visual inspection showed cuts in the insulation approx. 37.5 cm distal to the is-1 connector pin which most likely resulted from the extraction procedure. No further deviations were noted. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.